Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners which were noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported a button error alarm from the insulin pump that could not be cleared. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.